Manufacturer narrative:
It was reported that while at home, end-user was sitting on the transport chair and end user's husband was pushing the transport chair from the kitchen to the living room. Reportedly, both the push handles of the transport chair broke. The end user's husband stated that he fell onto end-user, and then onto his knees, and used his both hands to support his balance. Per report, end user's husband was taken by emergency medical services to the emergency department where he had x-rays and he was told he broke his left wrist. A splint was reportedly placed and end user's husband followed-up with an orthopedic doctor who placed a cast to the broken left wrist. Due to the reported incident and required medical intervention, this medwatch is being filed. The sample is not available to be returned for evaluation. Pictures of the transport chair were provided. The complaint is confirmed. A root could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that while end user's husband was pushing the transport chair, both push handles of the transport chair broke. The end user's husband sustained left wrist fracture that required placement of cast.